Manufacturer narrative:
Correction - h6.

Event description:
Related manufacturer's reference number: 2017865-2021-37550. Related manufacturer's reference number: 2017865-2021-37551. It was reported that the system was explanted due to infection. The patient condition was unknown.